Event description:
Patient reported hip pain. Radiographic images showed evidence of poly wear from total hip arthroplasty performed 20 years prior.

Manufacturer narrative:
It was noted that the device is not available. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.